Manufacturer narrative:
One 10010454-0006 sample was received for investigation without packaging; residual fluid was present within the line. A visual inspection confirmed the customer's experience as the sample was received in two separate parts having broken at the lower spigot of the in-line filter component. A closer inspection identified whitening at the broken area suggesting an external force may have contributed to the observed damage. The details of this feedback were forwarded to the manufacturing site for investigation. The stress marks observed on the sample are consistent with an external force having been applied to the affected component, however a review of the manufacturing process did not identify any potential sources which could cause or contribute to damage of this nature. A review of the production records for lot 19107250 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause has not been determined for this issue, the quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no other similar report against the 10010454-0006 set in the past 12 months.

Event description:
It was reported that alaris pump module administration set filter cracked and leaked. The following information was provided by the initial reporter: alaris set leakage due to cracked filter. Spoke with cns in oncology who described the event as; the nurse was priming the infusion set with saline and noticed fluid leaking from the connection between the bottom of the in line filter. It appears the bottom of the filter is cracked / broken. This line was not connected to the patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that alaris pump module administration set filter cracked and leaked. The following information was provided by the initial reporter: alaris set leakage due to cracked filter. Spoke with cns in oncology who described the event as; the nurse was priming the infusion set with saline and noticed fluid leaking from the connection between the bottom of the in line filter. It appears the bottom of the filter is cracked / broken. This line was not connected to the patient.